Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a possible perforation and cardiac tamponade post implant procedure. The patient is reported as being deceased. The cause of death has been requested and not received.